Manufacturer narrative:
(B) (4). Customer returned meter sn ((B) (4)) was investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter's memory. This is a final report

Event description:
A dietary worker developed a rash, saw a physician, and has missed time from work.

Event description:
A customer reported he received the following readings on his blood glucose meter within 10 minutes: 450 mg/dl and 135 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.